Event description:
Related manufacturer report number: 2017865-2022-09570. It was reported that a patient presented in clinic for follow up. Device interrogation revealed high capture threshold, low pacing impedance, and p-wave amplitude variation on the atrial lead. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable.